Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection. It was also noted that the patient's skin was torn due to the infection and the device was exposed. No further patient complications have been reported as a result of this event.